Manufacturer narrative:
The probable root cause of error m-02 is attributed to a faulty component of the generator.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the generator produced errors when energy was activated. The system logs showed several generator-related errors. Restarting the generator produced no change. The customer elected to connect a backup generator and continued as planned. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The generator has been returned and evaluated by the failure analysis (fa) team. The issue was confirmed via a log review as several related errors were found. Functional testing revealed that the iesu generated error code m-02-3 upon startup.